Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient could not receive effective stimulation in addition to feeling stimulation in unintended areas following the implant procedure. X-rays were taken but showed no anomalies. An impedance check was performed and all impedances were fine. As a result, the patient's lead was repositioned on (B)(6) 2015. The issue was resolved by surgical intervention.